Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') and device dislocation ('migration of the essure') in a female patient who had essure (batch no. 810877) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle"), hypersensitivity ("allergic reactions"), mental disorder ("psychological problems "), myalgia ("muscle pain") and medical device pain ("pain symptoms") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the abdominal pain, device dislocation, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, mental disorder, myalgia and medical device pain outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device pain, menstrual disorder, mental disorder and myalgia to be related to essure. The reporter commented: lawyer reported the manufacturing release date of essure lot # 810877 was 25 january 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: product essurelot number added. Lawyer reported the manufacturing release date of essure lot # 810877 was 25 january 2011. New events added: pain symptoms, muscle pain, migration of the essure and psychological problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') and device dislocation ('migration of the essure') in a female patient who had essure (batch no. 810877) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("back pain"), medical device pain ("pain symptoms"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle"), menstrual disorder ("changes in menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), myalgia ("muscle pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating") and mental disorder ("psychological problems ") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the abdominal pain, device dislocation, back pain, medical device pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, hormone level abnormal, headache, arthralgia, myalgia, fatigue, amnesia, disturbance in attention and mental disorder outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device pain, menstrual disorder, mental disorder and myalgia to be related to essure. The reporter commented: lawyer reported the manufacturing release date of essure lot # 810877 ((B)(6) 2011). Lot number: 810877, manufacturing date: 2010-12, and expiration date: 2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') and device dislocation ('migration of the essure') in a female patient who had essure (batch no. 810877) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("back pain"), medical device pain ("pain symptoms"), hypersensitivity ("allergic reactions"), heavy menstrual bleeding ("abnormally heavy bleeding during menstrual cycle"), menstrual disorder ("changes in menstrual cycle"), headache ("headache"), arthralgia ("hips pain"), myalgia ("muscle pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating") and mental disorder ("psychological problems ") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the abdominal pain, device dislocation, back pain, medical device pain, hypersensitivity, heavy menstrual bleeding, menstrual disorder, hormone level abnormal, headache, arthralgia, myalgia, fatigue, amnesia, disturbance in attention and mental disorder outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, medical device pain, menstrual disorder, mental disorder and myalgia to be related to essure. The reporter commented: lawyer reported the manufacturing release date of essure lot # 810877 (25-jan-2011). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in their menstrual cycle"), menorrhagia ("abnormally heavy bleeding during menstrual cycle") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, menorrhagia, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: writ of summon received, adverse events added "severe (chronic) pain in the abdomen, back pain, hips pain, headache, extreme and chronic fatigue, memory loss, problems concentrating, changes in their menstrual cycle, abnormally heavy bleeding, hormonal problems, allergic reactions" patient aka added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("headache"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), menstrual disorder ("changes in their menstrual cycle"), menorrhagia ("abnormally heavy bleeding during menstrual cycle") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, menorrhagia, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: writ of summon received, adverse events added "severe (chronic) pain in the abdomen, back pain, hips pain, headache, extreme and chronic fatigue, memory loss, problems concentrating, changes in their menstrual cycle, abnormally heavy bleeding, hormonal problems, allergic reactions" patient aka added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.